Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, keypad/button unresponsive/button error, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. Customer reported receiving a battery failed alarm. Customer reported a keypad anomaly and/or stuck button alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, no relevant alarms were recorded to confirm complain code. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces caused electrical short. Force sensor zero offset within spec (23.6fmv). Unit also received a battery tube threads - cracked, cracked case-corner of belt clip rails, scratched case, stained keypad overlay, missing display window/cover and pillowing keypad overlay. In conclusion the unit came in with a critical pump error alarm due to moisture damage on electronic assembly. Unable to confirm rewind anomaly, keypad/button unresponsive/button error and failed batt test due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.